Event description:
Covidien received information that due to an 840 malfunction, the patient was placed on a second 840 ventilator. Covidien troubleshoot this issue over the phone and advised the customer to run short self test and extended self test. The customer reported the ventilator passed all testing.